Event description:
It was reported on 14 march 2025, a 20mm amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. On (B)(6) 2025 emergency medical services (ems) was called for the patient's chest pain. The patient was transported to the hospital. The patient presented with pneumonia and was coughing and vomiting. The patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient passed away on the same day. An autopsy showed a small puncture in the pulmonary artery. The official cause of death was the cardiac arrest.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of cardiac arrest and death was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the official cause of death was the cardiac arrest. The cause of cardiac arrest could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances where CPR/resuscitation was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. From medical review: the patient underwent CPR which may have caused the device to be pushed into the pulmonary artery and cause a puncture in the pulmonary artery. However, it cannot be determined for certain if the pulmonary artery injury may occurred spontaneously prior to the CPR. Not device related. Uncertain if procedure related.